Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements on this right ventricular (rv) lead. Further information was received that a defibrillation threshold (dft) test was performed with a single 41j shock and a successful conversion was obtained. No additional adverse patient effects were reported. At this time, this device system remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements on this right ventricular (rv) lead. No adverse patient effects were reported. At this time, this device system remains in service.